Manufacturer narrative:
Date of event was reported as (B)(6) 2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the patient reported that they had burning sensation at the implantable neurostimulator (ins) site with a related motor vehicle accident noted. The patient stated that they had a big motorcycle accident a year ago and took a really hard hit at the ins site and since then had not felt the stimulation. The patient had decided to turn the device back on because they were in severe which was further noted that they stated in pain with their neuropathy. The patient mentioned that they had so much road rush that they could not charge the ins for about 3 or 4 months so they knew it was not going to work right. It was noted that yesterday was the first day in a year that the patient had charged the ins and was able to connect and recharge. The patient reported that the device was on but they did not feel the stimulation. It was confirmed that the device was on per the programmer. They had tried increasing and decreasing the stimulation but this did not resolve the issue. The patient had adaptive stimulation (as) and tried anther group but this did not resolve the issue. The patient had an appointment with the managing healthcare professional (hcp) on (B)(6) 2016. The indications for use for the implanted device were noted as non-malignant pain and chronic low back pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.